Event description:
It was reported that the lead had high impedances. A "steady increase in impedances" had been observed since late 2010. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Full lead in segments was returned for analysis. The distal, defibrillation and proximal conductors were fractured. Blood/ body fluid (not obstructed) was observed on the distal conductor. There was also blood/body fluid in/on the helix/lobe mechanism and on the outer tubing overlay. The outer tubing was kinked/buckled, melted and had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.